Manufacturer narrative:
Device evaluation summary: according to the information received, it was reported that the patient developed capsular contracture and experienced a device removal. During evaluation of the sample it was observed to be intact. No anomalies were observed. Postoperative formation of a fibrous tissue capsule around a mammary prosthesis is a normal physiologic response to the implantation of a foreign object and occurs in all patients in varying degrees. In some cases, contracture of the fibrous capsule may occur. This phenomenon is referred to as capsular contracture. An investigation of the returned device was performed, and mentor could not uncover a device failure that we could connect to the reported medical symptoms, however complaint information will be included in complaint trending that is reviewed by quality assurance to determine if further action is necessary. A manufacturing record evaluation was performed for the finished device (B)(4) number, and no non-conformance related to the reported complaint condition were identified. Reason for device explant and/or reoperation: capsular contracture baker grade 3. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) asian female patient underwent a breast augmentation primary with a 400cc mentor memorygel breast implant and experienced postoperative right-sided capsular contracture baker grade 3. The patient experienced hardness on the breast, and capsular contracture was confirmed by a physician. As a result, the patient underwent unilateral removal and replacement with 400cc mentor memorygel breast implant, catalog # 3504001bc, serial # (B)(6) on (B)(6) 2019.